Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the customer reported complaint. Failure analysis found the primary failure to be related to the customer reported complaint. The harmonic ace insert was found to have the thermal pad damaged. A piece measuring approximately 0.016" x 0.079" was torn and the missing piece was not returned.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the white part of the jaw of the harmonic ace instrument fell out. There was no allegation of a fragment falling inside patient. The procedure was completed with no reported injury.